Manufacturer narrative:
According to the information received from the field the device extruded through the skin. No medical condition, which contibuted to the extrusion of the device, is known. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of the extrusion. The recipient will be monitored and no revision surgery is planned at the moment. This is a final report.

Event description:
The user is not able to wear the audio processor because the skin over the implant is no longer intact. The surgeon will continue to monitor the case and for the time being no revision surgery is planned.

Event description:
The user is not able to wear the audio processor because the skin over the implant is no longer intact. Additional information was received that the extrusion progressed and the device stopped working a few weeks ago. The hearing aid acoustician reported that the device is 'hanging out'. The device has been explanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: device investigation on the received parts are indicative of a broken coil wire and transition due to chronic implant movement most likely due to the reported extrusion of the device. The receiver coil was cut off before explantation by the patient and according to the information received the device stopped working a few weeks before explantation. According to the information received from the field the device extruded through the skin. No medical condition, which contributed to the extrusion of the device, is known. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is not able to wear the audio processor because the skin over the implant is no longer intact. Explantation was planned for (B)(6) 2019. However, as of information received on 23.dec.2019 the surgery has not taken place. There is no product deficiency alleged.